Manufacturer narrative:
Insulin pump received with intermittent buttons due to corroded keypad traces. Insulin pump received with minor scratches on lcd window and reservoir tube window and cracked case at display window corners. No ramping on its own noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It is reported that while customer attempted a bolus shot, buttons on insulin pump malfunctioned. Insulin pump will be replaced. No further information provided.